Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned segment of the lead was thoroughly inspected and analyzed. The segment was determined to have bee electrically continuous. No other testing was performed. The clinical observations were not able to be confirmed.

Event description:
The lead was returned for analysis.

Manufacturer narrative:
(B)(4). The product is requested to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pace impedance (>2000 ohms), high pacing thresholds and loss of capture. There was no asystole. An invasive procedure was performed to explant the lead. It was suspected that there was a conductor fracture. There were no adverse patient effects reported.